Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a lightly calcified left vein. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was initially inflated at 14 atmospheres. However, during the 2nd inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded with blood in the balloon and in the inflation lumen. Microscopic inspection revealed a burst in the balloon material, 15mm in length. Inspection of the remainder of the device found no other defect or irregularities. Review of the product specification indicating the rated burst pressure (rbp) of the complaint device was performed. There is no indication that the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a lightly calcified left vein. A 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 14 atmospheres. However, during the 2nd inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.